Event description:
During preventative maintenance, the image on the central control monitor of the heart lung console would move up and down intermittently. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.